Event description:
The 22 mm amplatz vascular plug was delivered and deployed in the proximal aspect of the left subclavian artery effectively, the device was removed leaving behind a short wired fragment that is deemed to be of no clinical consequence.